Event description:
It was reported a decrease of r-wave amplitude measurements were observed. No sensing issues associated to the low r-waves were observed. The physician suspected an problem with the ICD and lead and therefore, replaced both.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 15.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.